Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the atrial and ventricular leads exhibited noise episodes. No intervention was performed. No further information was available.